Event description:
(B)(6), registered nurse, reports that she turned on the pump and it started to beep stating "system time out." She changed the batteries and nothing. No tubing was connected. She will infuse viagravity so no dose is missed. Patient did not experience any adverse event due to product malfunction. Patient has the pump to return. The next infusion is due in two weeks. Defective pump serial number: (b)(6) and exp date: 03/18/2027. No further information was provided. Indication: common variable immunodeficiency, unspecified; common variable immunodeficiency with predominant abnormalities of b-cell numbers and function.